Event description:
The facility reported a colleague infusion pump that experienced failure code 403.317.976.000. It is unknown when or in which care area this event occurred. This condition had the potential to interrupt delivery. There was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This involved a colleague version 1.7 infusion pump with a user interface module software version of 8.11.00.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump with a failure code of 403.317.976.000 was not confirmed during product evaluation. Therefore, no assignable cause could be provided for this condition and no repair was necessary. Additional information: a device history review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the complaint lot or serial number.